Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during bolus deliveries the pump did not deliver the bolus. A supply change was performed and no drops were observed at the end of the tubing during the load fill tubing sequence; this issue continued across multiple sets of supplies. Customer experienced an elevated blood glucose (bg) level. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined providing additional information regarding event/bg.